Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that during a routine office visit, a partial programming event occurred which resulted in the patient's normal output current being set to 0ma. The settings were not corrected prior to the patient leaving the office however there were no reports of any patient adverse events as a result. A company representative has followed up with the physician who performs the programming and reminded her to ensure she performs a final interrogation at the end of each dosing appointment to ensure the settings are as intended. A copy of the physician's flashcard was received by the manufacturer and the partial programming event was confirmed.